Manufacturer narrative:
G2 updated

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electro-pneumatic proportional valve failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited secondary tubing leak due to electro-pneumatic proportional valve failure. There were no reports of patient involvement.